Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to a high blood glucose level of 755 mg/dl and diabetic ketoacidosis. The customer's blood glucose level 600 mg/dl. The customer was wearing the insulin pump at the time of admission. The customer treated for high blood glucose was manual injection. Customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.